Event description:
Caller indicated the relion confirm meter was reading high. In morning registered in 400's at around 12:00pm took bg and the 586 was feeling symptomatic. Went to ER. Where dr. Preformed another finger stick and her reading 351. This was about an hour later. Dr did give insulin after IV fluids didn't seem to bring bg levels down. Compared meter to meter at same time and the readings on other meter were 297, and confirm was 392 using same drop blood. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.